Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported in the report that the patient presented with chest tightness, difficulty breathing, low pulse oximetry, and poor oxygenation. Upon admission to the department, endotracheal intubation and mechanical ventilation were performed. After successful intubation, a leak was discovered in the endotracheal tube cuff, and the tube was immediately replaced with a nasotracheal tube. No adverse effects were reported on the patient's health.